Manufacturer narrative:
Continuation of medical devices: 507645 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to a possible malfunction. In addition, an older right atrial (ra) lead had been inactivated and replaced due to an unknown performance issue; a newer replacement right atrial (ra) lead was recently explanted and replaced due to high impedance, high pacing thresholds, and probable damage. The right ventricular (rv) lead also exhibited high thresholds and was subsequently capped and replaced. No patient complications have been reported as a result of this event.